Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: ddbb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds. High impedance, noise and a fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.